Event description:
The physician claims that the graft was implanted in 2000 for an abdominal aortic aneurysm procedure. Following the procedure, the aneurysmal wall had enlarged at a rate of 1cm per year. No damage, leak or inflow was observed from the implanted graft (indicates additional surgery). The physician states that it is doubtful if there was excessive seroma from the graft. The graft was left in. There are presently no patient complications reported. Updated information 17-oct-2006: the physician claims the graft was implanted as part of a two-graft renal artery repair procedure. The physician made a hole in the first graft - see MFR report number 6000072-2006-00029) and anastomosed it to (see MFR report no. 6000072-2006-00030). The combined grafts were placed in the native artery so as to overlap the aneurysm. The procedure was successfully completed with no complications to the pt. The post-operative condition of the pt was reported as good. The combined grafts were left in. Subsequent CT scan and angiogram examinations revealed that the aneurysm wallwas becoming enlarged at a rate of 1 cm per year. The examinations did not reveal any damage or enlargement of the combined grafts. No leakage or inflow was observed from either the graft-graft or the graft-artery anastomotic areas. The grafts have been left in the patient. Although the exact cause of the native artery aneurysm enlargement appears, at this time, to be unk, the physician doubts the excessive seroma is coming from the grafts.

Manufacturer narrative:
Based upon the physician's report, there does not appear, at this time, to have been any issue with the implanted grafts.